Event description:
It was reported that the device was able to turn on. The event happened during testing. There was no patient involvement.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6: one device was returned for evaluation of complaint of crack in interior battery compartment, and material on downstream occlusion (dso) sensor was ripped. There were no services reported in the past 12 months. Log events were reviewed and there were no errors related to the customer complaint. Visual and functional tests were performed. Upon further investigation, found latch/lock sensor defective, printed wire assembly (pwa) board damaged, and motor damaged due to excessive fluid intrusion. There was 60% or more component failure, and device was beyond economical repair, replacement of device would be needed. Probable cause was unknown.